Event description:
It was reported that a patient's implantable cardioverter defibrillator exhibited post-paced t wave oversensing. The patient received a reprogramming on (B)(6) 2022 and has been stable since, with no follow up episodes.